Event description:
It was reported that there was shocking sensation. It was pulsating and curled the patient¿s toes. It was on the left side down her leg and she could feel it on the outside like a heavy vibration. It was noted that the patient felt stimulation after implant when her legs were stretched the wrong way then she no longer felt stimulation. The patient began botox surgery on her bladder every 3-4 months. It was stated that the patient was sick on monday 2015 (B)(6) prior to report. Also, the patient¿s settings were thought not to be quite right; the doctor¿s setting was changed because a staff at the office zapped her when she was getting checked. No outcome was reported regarding this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33, lot# v764771, implanted: 2011 (B)(6); product type lead. (B)(4).